Manufacturer narrative:
Based on the available information, the fse visited the customer site, assessed the device, and confirmed that the device had ECG failure. The fse indicated that, according to the service manual, the treatment board assembly and treatment port could be faulty. As a result, the fse replaced both the treatment plate assembly (453564489061) and the treatment port (453564488971), restoring the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was due to a defective treatment board assembly and treatment port. Further root cause was not determined. The reported problem was confirmed. The fse replaced both the treatment plate assembly and the treatment port, restoring the device to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter last name:(B)(6). Reporting institution name:(B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6) reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG failure. There was no patient involvement.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.